Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: pain: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Rupture: observed broken device assessed as surgical impact opening. Shell thickness within specification. As per the investigation procedure, non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. Later reported "change in shape, pain and stinging sensation in the left breast". Device has been explanted. This relates to left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Later reported "change in shape, pain and stinging sensation in the left breast". Device has been explanted. This relates to left side.